Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient's foot was suddenly vibrating like they were standing on a cellphone on (B)(6) 2016 and it happened the next day as well. The patient turned off their implant and it stopped. No falls/trauma were related to the event and the patient was to follow up with their healthcare provider (hcp) on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.